Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, the staples did not form on tissue and it partially fired. When the surgeon fired the stapler, several of the staple legs sticking straight up. In order to correct this, the surgeon removed the stapler and sutured over the staple line. The surgeon used suture instead of stapler to resolve the issue. There was no patient injury.